Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed for this lot as a valid lot could not be obtained because the device was discarded by the hospital. The mesa mini surgical technique was reviewed, and the following relevant information was identified: "the primary goal of this surgery is to arthrodese selected vertebrae. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant". The patient was reported to be an active young child with good bone quality. Since the patient had fused, the implants served their purpose. Potential causes of reported event include: overload on implant with time, high activity level by patient. However, an exact cause could not be determined.

Event description:
It was reported that two mesa mini polyaxial screws fractured at the shank approximately 1 year and 3 months post-operatively. The patient had achieved fusion. The screws were removed and replaced and the construct was extended to achieve further fusion. This report captures the first of two screws.

Manufacturer narrative:
Device discarded by hospital.

Event description:
It was reported that two mesa mini polyaxial screws fractured at the shank approximately 1 year and 3 months post-operatively. The screws were removed and replaced and the construct was extended to achieve further fusion. This report captures the first of two screws.